Event description:
It was reported that there was lead failure. Additionally, the device was returned to the manufacturer, analyzed, and tested out of specification. Follow-up has been initiated to clarify the nature of any performance issues. If any additional performance information is received, it will be submitted via a supplemental report. The leads remain in use. No patient complications have been reported as a result of this event.

Event description:
Follow-up later determined that the rv (right ventricular) and lv (left ventricular) leads had high thresholds due to dislodgement, which was from mechanical cardiac manipulation during a cardiovasculaturization procedure several months earlier. The atrial lead apparently had no failure, and the lv lead was a competitor product. The rv and lv leads were replaced.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).